Event description:
It was reported that revision surgery was performed due to elevated cobalt levels. The patient reportedly had a fall in (B)(6) 2012 and began experiencing hip pain afterwards. The devices were implanted in 2004.